Event description:
Boston scientific-target was informed that the gdc 10-soft synerg detection circuit was examined before procedure and looked good. The aneurysm was accessed with an excelsior sl-10 2-tip marker and a terumo-12, 90. No more force than usual at retracting or pushing the coil. No friction either. Not more tortuous than usual. No kink on the pusher wire. The coil was deployed with no problem. New power cables were used, connected to the gdc wire and turned on. Only 3 seconds after they turned the power supply on, they got an alarm and the voltage was showing 11. The physician checked and the gdc coil was in fact detached from the wire. Dr. Thought that it was a "very fast detachment" and feels that it was unusual and wanted to report that and have the pusher wire send for examination. No other problem occur during the procedure where they used a total of 5 gdc. The patient's condition was not affected by this event.